Event description:
Patient's legal counsel reports patient underwent a total right hip procedure on (B)(6) 2008. The patient alleges pain and elevated metal ion levels. Subsequently, the patient underwent a revision procedure on (B)(6) 2013. No further information has been provided to date. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.